Event description:
End user's mother was pushing her son in the wheelchair along a sidewalk when the right rear wheel came off. The chair dropped to the right, causing the end user to fall and hit his head on the ground and the end user's mother to fall and cut her arm. The end user's mother needed surgical glue applied to the cut they both needed medical attention for their injuries. They were treated and released.

Manufacturer narrative:
The end user's mother called in the incident report just to make sure it was noted. They are currently on vacation until the (B)(6) and won't be returning any parts for investigation. If/when more information becomes available or the wheelchair can be physically examined, a follow up report will be filed at that time.